Manufacturer narrative:
A complete lead was returned in two pieces measuring 11.6cm from the connector pin and 54.1cm from the distal portion. Internal insulation abrasion was noted from 9.4cm to 14.4cm from the distal end breaching the re cable lumen. The etfe cable coating was not abraded at this location. Internal insulation abrasion was noted from 11.0cm to 13.1cm from the distal tip breaching the rv and inner coil lumens. The etfe cable coating and ptfe liner were not abraded at this location. External insulation abrasion was noted at 46.6cm to 46.7cm from the distal tip consistent with friction to the device can breaching the rv cable lumen. The etfe cable coating was not abraded in this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had externalized conductors. The lead was explanted and replaced. The patient was stable post procedure.